Event description:
Patient found to have infected surgical mesh during exploratory laparotomy performed on (B)(6) 2012. Surgical mesh was placed (B)(6) 2009, for hernia repair. Surgeon unable to fully extract infected mesh which caused or contributed to a significant small bowel obstruction.